Event description:
The pt is reportedly experiencing headaches and sound quality issues. Programming adjustments have been made and external equipment was exchanged, however, this did not resolve the issue. Revision surgery is under consideration.